Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions). A getinge field service engineer (fse) inspected the unit and confirmed the fault recorded in the system logs. The fse identified an issue with the front-end module, which required replacement. The customer elected to perform the repair in-house. At the customer's request, the unit was subsequently tested for more than two hours and operated normally, with no further faults observed.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name:(B)(6) event site address: plot no 63, survey no 571/1a/1,kims a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cs300 intra-aortic balloon pump (iabp) has failed electrical test code number 53. There was no patient involved.